Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed selftest, restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump reservoir is falling out of the locking compartment and leading to high blood glucose. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.